Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the degasser was defective and the wash syringes were leaking. The fse replaced the degasser and wash syringes to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. The failure mode for this event is multiple hardware parts. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for multiple chemistries on their au5800 clinical chemistry analyzer. The affected chemistries were not provided when requested. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.